Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg depleted. As such, the patient underwent surgical intervention wherein the device was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.

Manufacturer narrative:
Correction: brand name was inadvertently omitted in the initial report.

Manufacturer narrative:
Correction: the common device name should have been drg ipg rather than dbs ipg. Correction: the device product code (FDA product code classification) should have been pmp rather than mhy. Correction: the PMA/510(k) # should have been p150004 rather than p140009. (B)(4)..